Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels, started with 179 mg/dl and rose to 400 mg/dl which they treated by bolusing through the insulin pump and manual injection. Customer also reported getting an insulin flow blocked alarm. Customer had changed the infusion set multiple times and none of the cannula was bent. Customer mentioned the alarm was resolved by changing the complete set. Customer was reporting a past event. The product was returned for analysis.